Manufacturer narrative:
Cpi's analysis of the lead noted damage associated with the explant procedure. The lead was electrically continuous and passed the stylet insertion test.

Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system exhibited a loss of ventricular capture, questionable atrial capture, and inconsistent p-wave measurements.